Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction (mi) occurred. A 2.25x28mm taxus liberte stent was implanted in an unknown location. The lesion information and characteristics are not known. Ten months post the stenting procedure, the patient experience an st elevated mi. Recurrent ischemic symptoms lasted 10 minutes or more. Cardiac enzymes test, repeat angiography, and an echocardiogram were performed as a result of this event. Additional information was requested, but not available.

Event description:
It was further reported that the patient presented with chest pain two days prior to the stenting. Medication was given and tests identified EKG changed, positive troponin, and three vessel disease. The patient presented for treatment in (B)(6) 2010 with chest pain. The 95% stenosed proximal right coronary artery (rca) was predilated with a 2.5x15mm maverick2 balloon, inflated to 12atm. A 3.0x28mm promus stent was implanted, inflated to 18atm, the stent was post dilated with a 3.5x20mm quantum maverick balloon, inflated to 16atm, with excellent result. Next, the 100% occluded circumflex (cx) was predilated using a 2.0x15mm maverick balloon, inflated to 8-14atm. A 2.25x28mm taxus express2 atom stent, inflated to 14atm, and a 2.25x20mm taxus express2 atom stent, inflated to 14atm, were implanted overlapping with excellent results. Timi flow iii was restored. Medication given included: heparin, integrilin, aspirin, plavix, nitroglycerin. The patient presented to the emergency room in (B)(6) 2011 with chest pain, arm numbness, nausea, lightheadedness, and positive troponins. EKG showed some changes suggestive of ischemia. A total occlusion of the proximal cx and focal 50% in-stent restenosis of the mid rca were identified, but not treated. The patient was discharged on plavix, aspirin, imdur, crestor, metoprolol, lisinopril.

Event description:
Same case as MFR#: 2134265-2011-05961. It was further reported that reported that angiograph identified the 100% occluded proximal circumflex contained in-stent thrombosis. Revascularization was not performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem - updated and corrected. An in-stent thrombosis occurred in (B)(6) 2011, not a restenosis as originally reported. (B)(4).